Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lots h12g27079 and h12g19068 with no issues noted during the manufacturing process. (B)(4).

Event description:
This is report 5 of 5. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment included levaquin 250milligram (mg) orally, zyvox 600mg orally, rifampin 150mg orally (unable to provide specifics). The patient was hospitalized for five days. The patient was recovering.